Event description:
The customer reported that in the middle of a case, the hl20's bubble detector went off, the pump stopped and there was no air. The override alarm was sounding and could not be rest. The sensor was un-clamped and re-clamped and the alarm reset. After 2 minutes, the alarm resounded and could not be reset. Opening and closing the sensor did not reset it. Additional information was received on 01/26/2013: this event in the middle of a pediatric open heart surgery case. There was no report of any additional intervention required. The procedure was continued without bubble detection protection. Reference (B)(4).